Manufacturer narrative:
**Sub-investigation completed** (B)(4). Approximate age of device ¿ 8 months. The patient remains ongoing on pump support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency department on (B)(6) 2018 with dyspnea on exertion (doe), fatigue and intermittent dizziness in the setting of ongoing chronic melena. The patient was admitted to the hospital with a stable hemoglobin of 8.8 g/dl and hematocrit of 28.8 percent. No further work up was performed. Warfarin was initially held, but eventually restarted on (B)(6) 2017. Metoprolol was held for complaints of dizziness and dizziness improved. Lisinopril was started. Vad speed was increased empirically for fatigue and doe and patient also received empiric single low dose of intravenous furosemide. Fatigue and doe improved significantly prior to discharge on (B)(6) 2017. At discharge patient¿s hemoglobin was 8.9 g/dl and hemoglobin was 29 percent. The customer planned to have patient continue octreotide at home and q12h proton pump inhibitor (ppi). No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.